Event description:
Per the clinic, the patient developed an infection and subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but it has not been made available as of the date of this report.